Manufacturer narrative:
Corrected the date of manufacture to(B)(6)2018. The DHR was reviewed and no anomalies were found related to this complaint. The datacard log confirmed the customers account of tip too warm errors (ec78c) occurring during treatment. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the system and handpiece performed as expected. Cryogen was flowing throughout the treatment. Evaluation of the treatment tip found one corner of the tip was not glued like the other 3 corners exposing an opening in the tip membrane. This damage of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area resulting in first degree patent burns. The user manual instructs the user to observe the condition of the tip during treatment. According to the thermage flx system user manual (p009418-04 rev. A) burns and blisters are known possible adverse patient reactions to thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, blisters were most likely caused by damage on the tip membrane. It is unknown how the edge of the tip became damaged or reportedly unglued. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The tip was returned and evaluated. Reps left on the tip were 399. The tip passed thermistor testing and failed the leak test and visual test (one corner of tip partially glued). No functional test was performed due to tip time limit being reached. The system has software safeguards that will trigger error/event codes should the system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. Patient outcome was reported that the patient does not have a scar however some pigmentation is left on the injured area. The investigation is ongoing.

Manufacturer narrative:
Based on the evaluation of the data, the hp and system performed as expected. Cryogen was flowing throughout the treatment. The thirteen tip too warm errors were due to the temperature of one the thermistor in the tip that started to climb and stayed relatively high throughout the remaining reps. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported a patient experienced blisters on the right of the face and near the left upper eyelid area during a thermage flx treatment. The patient was given fucidin and elomet cream after the treatment. The patient developed scabs were the treatment was performed. The highest energy level used was 1.5j. The user facility reported receiving errors during the treatment which indicated the tip was too warm. The treatment tip was inspected prior to use and during treatment with no faults found. Additional information regarding patient outcome has been requested.